Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "leak in the iabp circuit" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the "leak in the iab circuit" on the logs but he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).